Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down upon an attempt to discharge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.